Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "during ventilation, tf5507 showed on display and could not be cleared, patient was removed from device and placed on another ventilator."